Event description:
Reporter called regarding two catheters (ph and mobility) recording inaccurate readings for esophageal/stomach acid and pressure. Reporter had two separate 24-hour ambulatory tests for laryngopharyngeal reflux. The first one was on (B)(6) 2023 (high resolution esophageal motility) and the second test was on (B)(6) 2023 (esophageal ph). The reporter stated that he has continuous and numerous symptoms on a daily basis but when being monitored with the devices, there were minimal to no symptoms due to the device's construction that blocks acid from coming up the esophageal anatomy hence, causing misdiagnosis. He stated that the devices "cover up" symptoms and are ineffective in monitoring laryngopharyngeal reflux. Reporter stated that when he contacted the manufacturer of the devices, they would not talk with him about the devices or provide any information. Reporter stated that he was told that he does not have reflux problems despite his being medically diagnosed with esophageal reflux. Reference report: mw5119514.